Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of plunger not able to advance; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, during phacoemulsification, prior to iol implantation, doctor opened a lens, applied viscoelastic on the optic, and used a company cartridge with the company injector. While attempting implantation near the wound, the plunger failed to advance fully. Upon inspection, the trailing haptic was found to be distorted and torn. The lens was removed, and a new iol was implanted using a different company injector. The surgery was completed successfully. There was no harm to patient. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.